Event description:
It was reported that the lead migrated before they could activate it. The lead was removed at week 1. There were no complications. Nothing more specific was available. Under the root cause it was noted that the leads were spinal cord stimulation leads and did not have tines so it was unsurprising that migration occurred. Refer to manufacturer report number 6000153-2015-00073.

Event description:
Additional information received from healthcare provider for a clinical study, via a manufacturing representative, reported that only the left lead migrated. However, it was not known which serial number was the left lead.

Manufacturer narrative:
Concomitant product: product ID 3776-60, lot # va0674j019, product type lead. (B)(4). This event is a ide for "feasibility of cavernous stim for erectile function."